Event description:
Additional information received 02/02/2026 - the report date is correct; the patient did not develop redness, swelling or pain around the puncture site. As the patient's treatment was nearing completion, no further catheter placements were undertaken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient had a catheter placed for more than three months, and during maintenance, it was found that the puncture point exudate was found during flushing, and the catheter was found to be broken at 15cm in the body after extubation. Treatment performed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split was confirmed but the root cause could not be determined. One photograph of a single lumen powerpicc catheter was returned for evaluation. Inspection of the photograph found that a circumferentially aligned tear was present on the catheter tubing a few centimeters away from the 20 cm depth marker. No other features of the tear could be discerned and no other remarkable features were observed throughout the photo. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.